Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer received blood glucose readings of hi at 11:34 a.m. And 1:27 p.m. On the contour next ez meter. Based on these readings, he took 30 units of lantus in the morning and 30 units of novolog in the afternoon. He also changed his diet by reducing his carbohydrate intake. When he went to the doctor, at 1:53 p.m. He took a test on his meter and received a reading of 154 mg/dl. He was then retested on the doctor's meter and the reading was 68 mg/dl. The difference between the readings falls in zone "c" of the consensus error grid, making the difference clinically significant. The customer mentioned having symptoms only during the call; he did not feel well and was shaky. There was no evidence of an adverse event. The customer has been advised to return the test strips for evaluation. A replacement meter has been sent to the customer.